Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, as the surgeon was cutting tissue, the motor drive unit's lights started blinking, then the disposable handpiece stopped working. The surgeon used a second disposable handpiece and completed the case with no adverse patient consequences. It was reported that the surgeon had to make slow cuts because any excessive resistance intermittently stopped the disposable handpiece from operating.

Manufacturer narrative:
Date sent to the FDA: 11/02/2007; conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.